Manufacturer narrative:
The initial MDR was submitted with the device type code as jsm. It is corrected to read kdt. The initial MDR was submitted with the 510k number listed as n/a. It is corrected to read exempt.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® urine collection, bulk tube, 10 ml, 16 x 100 mm had urine spilling and splashing on the racks as they were on the racks and as it travels into analyzer for testing. No serious injury or medical intervention reported.